Event description:
It was reported to bsc/target that during the treatment of a p-comm aneurysm in a pt, the power supply signaled detachment but the physician found that the gdc 10-ultrasoft stretch resistant coil synerg detection circuit had not detached. Upon re-positioning coil in aneurysm for another detachment attempt, a loop of the coil exited the aneurysm and then as the physician attempted to draw coil back into catheter, the catheter "jumped" causing the proximal end of the coil to re-rupture the dome of the aneurysm. Pt was fixed and dilated with a poor prognosis. Add'l info was received through a co rep. The physician needed to use a "cross" technique during the first two detachment attempts to prevent the catheter from kicking back out of the aneurysm due to the proximal stiffness of the device. This technique was used during the "false detachment" on the first attempt and during the "no detachment" on the second attempt. The physician used the more favorable "t" technique for the final attempt when the incident occurred. During a follow-up phone call with the co rep, bsc/target was informed that: "pt was h&h grade 1 upon arrival, 5.4 mm diameter ruptured p-comm aneurysm, was h&h grade 5 post procedure. The pt expired the day after the event.